Event description:
The device was being used to treat a pt. Reportedly, the device gave a continuous pacing leads off message when external pacing was attempted. There were no adverse effects to the pt as a result of the reported event. No pt details were reported.